Event description:
Patient received a celt device in the left groin. 20 minutes after celt was deployed symptoms presented which triggered the conclusion of the physician that patient may have a retroperitoneal bleed. Cta was performed within the hour, showing that the implant was not at the vessel wall and the bleed was coming from the external iliac (the original puncture was too high) they decided to reaccess the right groin within an hour of the CT. A 9f sheath was used. An 8mm and a 9mm viabahn covered stent were used in the external iliac right at the level of the inguinal ligament and successfully sealed the bleed. At the end of the case, a perclose closure was attempted on the 9f right groin puncture, and the sutures ripped through the artery. This required the surgeon to do a cutdown to do an open surgical repair of the right groin. Then the case was completed. The patient remained in the hospital for 10 days and received 4 units of blood initially and another 2 units of blood a few days later. The patient was discharged without further incident